Manufacturer narrative:
Product analysis (B)(4): analysis information -- 2026-04-29 09:33:38 est_ pli# 10 product ID# 106a3. Field service engineer report was reviewed. Results of analysis: as per field service engineer report on servicemax case #(B)(4) and work order (B)(4): subject: 50012, 50011 system error description: - (B)(6) called ts to report the console has persistent 50011 and 50012 system errors during case - ts reviewed the bin files she provided and noted multiple 50011s and 50012 system errors were received - (B)(6) requested a quote for service (injection panel) resolution: - ts provided quote - pending case outcome, additional troubleshooting work performed: no service report available aged > 60 days. Part replaced: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, multiple system notices appeared. System notices 50011 and 50012: a system notice was received indicating that the refrigerant delivery path was obstructed. The device continued to be used. The case was aborted under general anesthesia. Technical services reviewed the provided data files and confirmed the presence of these errors. A quote for service (injection panel) was requested and provided. No further patient complications have been reported as a result of this event.